Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) as they had received inappropriate therapy. Review of stored episodes indicated that the right ventricular (rv) lead had twos (t-wave oversensing) on some episodes. The sensitivity of the lead was reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.